Event description:
During follow-up, the device was observed to reach elective replacement indicator (eri) level. The physician suspects premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.